Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his right thigh, right hip-joint, groin, knee, and back; the formation of severe metallosis which damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; and other complications.